Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was described as irritated with little bumps. On (B)(6) 2017, the patient saw their doctor for a check up and mentioned that they had a skin reaction. The doctor did not prescribe the patient any medication to treat the skin reaction and advised the patient to contact dexcom. No further event details were provided. At the time of event, the patient was doing good. No additional event or patient information is available.